Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure of intermittently being unable to initialize could not be duplicated. The problem of image storage was found to be caused by a faulty hard disk. The hard disk was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 intermittently would not initialize. It was further reported that the system would not save any images over the quantity of forty eight. There was no adverse pt involvement reported. There was no pt info reported.